Event description:
It was reported that patient's pain was increasingly worse and was experienced trouble breathing. Implant card was received indicating patient had battery replacement surgery due to "upon pt request to get newer model". The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that patient is still experiencing migration due to weight loss. Also indicated that since the migration she started to feel neck pain with stimulation. Patient is still referred for replacement surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient experienced device migration due to weight loss and has been referred for replacement surgery. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No known surgical intervention has occurred to date. No other relevant information has been received to date.